Event description:
The customer reported that the insulin pump alarmed and the insulin squirted out during the manual prime process. The blood glucose reading at time of call was 288mg/dl. Troubleshooting was performed, and the drive support cap appears normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with scratched display window.